Event description:
Patient was revised from hemi to reverse shoulder to address glenoid pain. The humeral stem was also loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.